Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she experienced low blood glucose of 39 mg/dl earlier; current value is 139 mg/dl. Customer also reported that she wasted three sensors trying to insert them on the day of the training and another one a few days with a bent cannula. Blood glucose value at the time was around 120 mg/dl. Nothing further reported.